Event description:
Customer stated that she was released from hospital due to diabetes ketoacidosis. The replacement insulin pump is not working. The current blood glucose reading is 338 mg/dl. Customer has treated with insulin pump. The blood glucose increased to 371 mg/dl. Customer will treat high blood glucose with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 3004209178-2014-85381.